Event description:
The customer reported less than 20 microliters of diluent leaked from the coulter ac·t diff analyzer. The leak was not contained within the instrument. The customer stated that the clense sensor was not functioning. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer was able to troubleshoot the leak with help from the customer technical service (cts) over the phone. The customer stated the probe was leaking. The probe wipe module was replaced by the customer and the instrument performance was verified and no further leaking was observed. The instrument was returned to normal operation. The customer had also reported the clense sensor was not functioning. It is unknown how the customer resolved the clense sensor issue as multiple attempts were made to retrieve the information. The customer did not request service. (B)(4).